Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight, but was not received.

Event description:
It was reported patient had experienced high impedances in port 2 of the ipg. The patient underwent surgical intervention on (B)(6) 2019 where in the ipg was explanted and replaced. Therapy was restores post procedure.